Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. D4: UDI information is unable to be obtained as the necessary information is unavailable and d4 UDI is therefore blank. Additional products: d1: heartware ventricular assist system ¿controller 2.0 d4: model #: 1650de / catalog #: 1650de / expiration date: 31-jan-2023 / serial or lot#: (B)(6) UDI #:(B)(4) (B)(6) d9: no h3: no h4: mfg date: 21-jan-2022 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A review of log file data revealed low flow alarms. It was also noted that the controller exhibited a controller fault alarm due to the end of the internal battery. The ventricular assist device (vad) remains in use, and the controller was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) (B)(6) and the controller ((B)(6)) were not returned for evaluation. A review of the device history record was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed a gradual decrease in estimated flows and power consumption within the analyzed period, leading to parameters below the normal operating range; eighty-one (81) low flow alarms were logged since (B)(6) 2024. Log file analysis also revealed one (1) controller fault alarm logged (B)(6) 2024 at 22:47:50, indicating an issue with the internal battery. There is not enough evidence to determine whether the controller had been in use for more than two (2) years. As a result, the reported low flow event and controller fault alarm were confirmed. Based on the limited available information, the device may have caused or c ontributed to the reported event. Based on the risk documentation, possible causes of the reported low flow/power event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, and/or poor vad filling. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; possible root causes of the controller fault alarm may be attributed, but not limited, to a reduced charge capacity of the internal battery and/or a faulty internal battery charger integrated circuit. In addition, log file analysis also revealed that the vad ID was not set during the initial power up events of (B)(6). Additionally, multiple clock change events were logged within the analyzed period. If the vad ID is not set when the controller is connected to the monitor, the monitor will automatically set the controller date/time and the implant date to match the current date/time of the monitor. The most likely root cause of the observed vad ID not set in the log files could be attributed to an incorrect set up process. The most likely root cause of the observed clock change events can be attributed to troubleshooting and the controller with no set vad ID connected to the monitor, triggering the monitor to update the date/time of the controller. Additional products: d1: controller d4: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.